Event description:
Procedure type: lap total gastrectomy. According to the rptr: it was hard to connect orvil and instrument shaft. Once connected and the anvil stood straight, the closed edge of esophagus was torn and the instrument was not fired. The incision was extended from 7 cm to 15 cm to suture the torn part of the esophagus and a new instrument of different type was used to complete the procedure. No bleeding was reported but surgery time was extended by one hr as a result. The pt is in well current condition and under observation.